Event description:
It was reported that the device was set 50 ml/hr for 12 hours but fluid delivered in 7.5 hours. There was patient involvement but no patient harm.

Manufacturer narrative:
Additional information: a review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 17jun2015. The review was performed from the date of manufacture to the present date 07jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that the device was set 50 ml/hr for 12 hours but fluid delivered in 7.5 hours. There was patient involvement but no patient harm.